Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of a tracheostomy tube in conjunction with a nebulizer the patient's family observed air bubbles in the pilot balloon and tubing which resulted in the tube being exchanged with a new one. No patient or clinical injury was associated with this incident.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent functional testing by inflating the cuff with a syringe. As a result, the cuff was asymmetrical. The reported customer complaint has been confirmed and the most probably problem source was determined to be that damage occurred after it left the hsm facility, or there was a lack of detection by production personnel. Line clearance was performed; no discrepancies were observed. Cuff assembly operation was also reviewed, and no discrepancies were found. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
One portex® adjustable flange soft-seal® cuff tracheostomy tube was received in used conditions and without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. Visual inspection revealed no discrepancies. The sample was functionally tested by inflating the cuff with a syringe. The cuff was observed to be asymmetrical.